Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge prior to filling the cartridge with insulin. Customer continued using the same cartridge and declined to further troubleshoot with tandem technical support. Customer¿s blood glucose level was 124 mg/dl.